Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated the reservoir leaked into the reservoir compartment. Customer verified leak was from the top of the reservoir. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of reservoir and replace set. Blood glucose level was 170 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).